Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their mx40 had signal dropout but no alarm was provided. There was no report of patient harm.